Manufacturer narrative:
Combination product: yes.

Event description:
Out of range shock impedance (greater than 150 ohms) and non-physiologic deflections on the far-field channel seen on home monitoring. Shock impedance in office also consistently measured greater than 150 ohms. Physician to be consulted for next steps. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.